Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Approximately 8 months after a mobi-c implant was installed, the patient started developing increasing neck pain that extended down to the fingers. A revision surgery was performed to remove the mobi-c device, and replace it with an acdf construct.

Manufacturer narrative:
Device evaluation: the device was returned and evaluated by exponent. The report that was received from exponent states, "the articulating surface of the polyethylene insert showed machining marks, burnishing, and multidirectional scratches consistent with minimal wear. Overall, the results of the stage I analysis are consistent with a device having a short implantation time. Stage iii analysis was conducted to assess the condition of the polyethylene insert. Stage iii analysis found a low oxidation level of the insert (oi < 1) and mechanical properties consistent with this level of oxidation." Two x-ray images were provided for review. The x-rays do not show any clear migration or any other issues with the implant. The complaint remains unrefuted. Potential cause: a definitive root cause cannot be determined with the information provided as no information regarding the original surgery was provided. DHR review: the lot number was not provided, so the DHR is unable to be reviewed. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Approximately 8 months after a mobi-c implant was installed, the patient started developing increasing neck pain that extended down to the fingers. A revision surgery was performed to remove the mobi-c device and replace it with an acdf construct.